Event description:
It was reported that (1) er320 was used during an unknown procedure. It was reported by the rep that the clip applier misfired. No other details available. Another clip applier was opened to complete the case. There was no consequence to pt.